Manufacturer narrative:
See attached summary memo of evaluation. - attachment: [(B)(4) summary memo.jpg].

Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 25 days after implantation. The doctor noted periodontal disease during surgery. The patient has medical history of diabetes. The patient has recovered without complications.